Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, there were opened stitches in the staple line of the bowel caused by the cartridge. The incision also had more than 1 inch extension. A new cartridge was opened to complete the case.